Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had gone to change the patient's catheter as it was blocked. While removing the catheter, it was twisted "snake" like that it looked like a new born baby with an umbilical cord twisted on their body.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. The device used for the treatment. There were no specifications for this exact failure, however the reported failure was considered out of the specifications because the reported event was confirmed. The device was affected by the reported failure. Visual evaluation of the returned sample noted one opened (no original packaging), used silicone foley was received. It was noted that the catheter was bent and curved into an s shape. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure mode could be due to incorrect cut. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse changed the patient's catheter as it was blocked. While removing the catheter, it was twisted snake like that it looks like a new born baby with an umbilical cord twisted on their body. As per additional information received on 08sep2020, no complication was reported when removing the catheter and the new catheter was replaced to the patient without any difficulty.